Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pleural effusion. One day post implant the right atrial (ra) lead was not sensing and had no capture. An x-ray revealed the lead had perforated the right atrium. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the outer insulation of the lead was extrinsically breached due to a cut. There was blood on the proximal conductor of the lead and it was not obstructed. Visual analysis of the lead indicated damage at implant. The analyst noted that the outer insulation is cut at 15.2cm, blood is visible in proximal conductor which likely occurred at implant, the cut would cause decreasing sense amplitude. If information is provided in the future, a supplemental report will be issued.